Event description:
The service engineer (se) inspected the device. The se replaced the battery, panel board and performed calibrations and extended self-testing on the device and all tests passed

Event description:
It was reported that the ventilator was generating a battery error. The ventilator was not on a patient at the time of the event.